Event description:
There was no additional information associated with this malfunction

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, e1, g2, g3, g6, h2, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: denmark.

Event description:
It was reported that during an unknown time, the unit did not made even mesh holes, one half of the drum did not cut properly. There was unknown patient impact or delay. Due diligence is complete.